Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation with an attached mount and removed mount screw. Visual inspection of the returned product identified wear and some debris about the threads and vent. The mount is similarly worn. Functional testing was performed for the returned product and it was determined the mount required excessive forces to disengage from the implant hex feature. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was placed --unable to remove implant mount. The reported event was confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, manufacturer, expiration date, UDI, office contact - manufacturing site, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative. The following sections have been corrected: brand name, catalog and lot number, PMA/510(k) number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown implant mount could not be released during the implant procedure. Another implant was used to complete the procedure.